Event description:
Procedure - dual chamber pacemaker implant. Ra lead placed in body - ra mapped with previous capture thresholds. Lead removed and inspected. Lead was bent around 1/2 cm from lead tip. Lead discarded, sterilized, returned MFR. The helix was never advanced.